Event description:
Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2023 due to scrotal edema. It was affirmed the patient did not experience any symptoms as a result of the edema. The patient was not provided medical intervention to alleviate the swelling in the ed; however, medical imaging showed his pd catheter (not a (B)(6) product) in malposition and the potential of an inferior peritoneal leak. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).